Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: the customer reached out and let us know that they had a faulty IV catheter today. We have a box of the bd insyte autoguard bc 24g IV catheters and the one they used today the needle would not retract on. They ended up having to remove the piv from the patient and dispose of the entire device.

Manufacturer narrative:
The complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. 37 representative 24ga insyte autoguard bc units were received in sealed unit packaging from lot: 4298111. A functional test revealed that the needles fully retracted; however, the retraction time of one unit exceeded the specifications. The appropriate manufacturing personnel were notified of this complaint. A trend was identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.